Event description:
6 y/o male received a chamber pacemaker 1990 for complete heart block in 1994 due to a recall of his lead he underwent an upgrade. Initially worked; very well. However, shortly after this implantation the atrial lead began to malfunction and he had pacing dysfunction but sensed well. He declined a redo of pacemaker, he became somewhat dyspneic with exertion and more tired but these symptoms were bearable. In 8/96 the pacemaker pocket appeared to be discolored, induration and puckering, of skin. It was felt that an impending erosion was noted and infection existed.